Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported balloon rupture and separations were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulty advancing the device, balloon/shaft separations and patient effects appear to be related to operational context; however, the reported balloon rupture appears to be related to user error/circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Exemption number e2019001.(B)(4).

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous proximal right coronary de novo artery that was 90% stenosed. An attempt was made to dilate the lesion with a 1.2x12mm and a 2.0x12mm mini trek balloons but the devices could not achieve dilatation. A 3.0x15mm rx trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance with the anatomy and pressurized to 24 atmospheres at the site of the stenosis but the lesion failed to dilate. On the second inflation the balloon ruptured at 12 atmospheres. The bdc was removed and outside of the anatomy it was noted that half of the balloon was missing. The distal marker of the balloon was visible on the angiogram. There was no disturbance to the flow of the artery and therefore intervention was planned for a later time. Intervention was done three days later ((B)(6) 2019). An attempt was made to remove the separated distal portion of the balloon with a snare device but was unsuccessful. An unspecified balloon was used to embed the separated distal portion against the artery. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous proximal right coronary de novo artery that was 90% stenosed. An attempt was made to dilate the lesion with a 1.2x12mm and a 2.0x12mm mini trek balloons but the devices could not achieve dilatation. A 3.0x15mm rx trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance with the anatomy and pressurized to 24 atmospheres at the site of the stenosis but the lesion failed to dilate. On the second inflation the balloon ruptured at 12 atmospheres. The bdc was removed and outside of the anatomy it was noted that half of the balloon was missing. The distal marker of the balloon was visible on the angiogram. There was no disturbance to the flow of the artery and therefore intervention was planned for a later time. Intervention was done three days later ((B)(6) 2019). An attempt was made to remove the separated distal portion of the balloon with a snare device but was unsuccessful. An unspecified balloon was used to embed the separated distal portion against the artery. There was no adverse patient sequela reported. No additional information was provided.